Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Suspected cause was due to having a correction factor that was too high. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to update pump settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.